Manufacturer narrative:
Investigation ¿ evaluation: reviews of the complaint history, device history record, documentation, quality control procedures, and a functional test & visual inspection of the returned device as well as an inspection of unused product were conducted during the investigation. The visual inspection of the returned package confirmed that the complainant returned 4 used and 10 unused three-way plastic stopcocks to cook for investigation. All 14 devices were tested for leakage and failed. Investigation noted the same crack on each device responsible for the leak. Additionally, a document based investigation evaluation was performed. This device has been identified to have a nylon core that has the potential to absorb moisture, resulting in increased diameter and potentially cracked stopcock body. As this moisture exposure could have occurred after leaving cook¿s controlled facility, there is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to an inadequate device design for the intended purpose. Measure are being taken to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = ir tech. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a sclerotherapy procedure involving a patient of unknown age and gender, six three-way plastic stopcocks leaked. Four devices leaked during injection of medication, resulting in loss of some of the medication. Two other complaint devices were tested and also leaked. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.